Event description:
It was reported that 2 bd vacutainer® citrate blood collection tubes were found cracked before use. The following information was provided by the initial reporter, translated from japanese to english: "damaged tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-15. H.6.: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged tubes with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and damaged tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® citrate blood collection tubes were found cracked before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "damaged tube."